Manufacturer narrative:
Internal report reference number: (B)(4) additional report reference number (B)(4): initial customer call. Syringes were returned - product evaluation in process. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes, stating that the plunger on the 31g syringes was out of the protective cover; customer stated that the orange cap on some of the syringes was off. The package was not open or damaged when received by the customer. Customer stated that she opened this box a week and a half ago. The customer feels well and did not report any symptoms. Customer did not claim to be injured while using the syringes and no medical attention associated with the use of the product was reported.